Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via socia media that customer had to go to the emergency room with blood glucose of over 600 mg/dl. Customer was monitored and kept hydrated.